Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation and additional info obtained when the agent made a follow up call to the patient. The patient detailed that the alleged issue first began on (B)(6) 2019, 10:30am when the patient reported that she obtained an alleged reading of "12.0mmol/l" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin self-adjuster and reported that at 10:30am she took 2 units corrective dose of insulin in response to the alleged product issue. The patient reported that she went to her pharmacist and at 11:00am she "fainted". The patient reported that when she came around, she self-treated with "4dex sugar pills" and felt better. During troubleshooting the cca noted that the meter was set to the correct unit of measure. Control solution test had not been manually selected. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.